Event description:
It was reported that the customer had just started using the pump approximately 6 months ago. Customer received a no delivery alarm while he was sitting at breakfast. Customer resumed the pump and tried to bolus to check delivery. Customer received a no delivery alarm at breakfast while delivering a bolus. Customer's blood glucose level was 299 mg/dl. Customer performed a 5.0u fixed prime and the insulin did exit. Customer stated that the cannula was not bent. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer did not want to troubleshoot for high blood glucose levels. Customer stated that he knew why his blood glucose levels were high and did not find it necessary. Customer will be sent a tubing clamp just in case he needs to troubleshoot for high blood glucose levels in the future. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.